Event description:
It was reported that bd pegasus safety closed IV catheter systems were single labeled with incorrect manufacture dates. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7324087, our records show it was manufactured on 12/26/2017, and determined that this is the only instance of improper labeling occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. With the photos provided bd engineers were able to identify a potential root cause. Type errors, such as the one experienced by the facility, are the result of negligence on the part of production and quality personnel. To address this situation, bd has retrained the all personnel responsible for the labeling and monitoring of the packaging information, and strengthened the inspection and monitoring processes of this all finished goods. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter systems were single labeled with incorrect manufacture dates. There was no report of exposure, serious injury, or medical intervention.